Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that the mg result was flagged with an abnormal assay error, and was reported to the physician(s) erroneously. As per the dimension vista operator's guide, if an abnormal assay error is obtained: "the result cannot be reported. Rerun the sample". A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the reagent probe 4 mixer and performed bottom of cuvette alignment on sample probe 1 and reagent probes 3, 4 and 5. Quality controls were run, resulting within range. The cause of the discordant, falsely low flagged mg result being reported was a user error. The cause of the discordant, falsely low flagged mg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was flagged by the instrument and erroneously reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.